Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify how long the surgical procedure was prolonged by (minutes/hours)? Were there any post-operative care changes for the patient? If yes, please describe. The surgery takes exactly 53 minutes. Due to the hand seam of the half rectum wall, the surgery time was of course slightly extended. The patient did not experience increased pain or a postoperative complication. The stool function was problem-free.

Event description:
It was reported that during a rectum procedure, stapler did not completely stapled. During the surgery when surgeon fired the instrument he already missed a tactile or acoustic feedback from the device. Removing the stapler out of the patient was not easy because not all stables were fired completely and only half of the rectum septum was stabled. It had to be sewed. There were no patient consequences but a clear op prolongation.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5791w. Device evaluation: the analysis results found that the pph01 device arrived with the breakaway washer present and with an off-center cut. In addition, received a plastic bottle with gauze, a blue suture and few unformed staples. The device was reloaded with staples, a new washer was placed, and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.